Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was reported as unknown on the initial report and has been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the component on the working tip of the electrode (228146) came off. As the surgeon used it for cauterizing soft tissues, s/he did not put much load to the device.the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given a lot number invalid was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by affiliate via personal interaction that the vapr coolpulse90 electrode had the component on the working tip of the electrode came off. The fragment was removed from the patient¿s body. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported the case was completed but additional details could not be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: UDI: the UDI on the previous report was incorrect as the lot number provided was invalid. Therefore, UDI: (B)(4).